Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, large scratch on lens was discovered once the lens was implanted into the patient eye. Additional information was received and stated, the lens was implanted and removed from the patient eye in the same surgery. A similar replacement lens of same model and diopter was implanted to complete the procedure on the same day and there was no patient harm.